Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a sapien m3 in mitral procedure where there was intra-procedural pvl that required plugging. During the procedure it was noted canting downwards towards the posteromedial side occurred at dock release and was noted after valve deployment. Dock canting occurred downwards on the pm side, this caused the p3 leaflet tissue to no longer be able to reach within the dock (chordal capture) and create the seal against pvl with the valve. Dock height at release was 11 and pvl was now noted to be at the level of the annulus. The pvl grade before plugging was moderate. Each plug appeared to displace the pvl location; however, there were three plugs placed without issue. The pvl grade after plugging was mild.